Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer stated that he noticed the issue when he left the hospital and that the battery was dead. No serious injury or hospitalization resulted from the issue. The caller did not provide the blood glucose reading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.